Event description:
Per ICU nurse: the unit will not hold a charge, even while plugged in. Even when it is plugged in and turned off all day, the red battery light still blinks and turns off immediately. Evaluation confirmed abrupt shutdown.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the unit will not hold a charge was confirmed. The sr8 randomly shuts down on battery power. The root cause is the internal battery failed. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per ICU nurse: the unit will not hold a charge, even while plugged in. Even when it is plugged in and turned off all day, the red battery light still blinks and turns off immediately.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The initial complaint appeared to be a reportable occurrence. Upon receiving additional information about the event, it was determined that a reportable event had not occurred per 21 crf803.19.

Event description:
Per ICU nurse: the unit will not hold a charge, even while plugged in. Even when it is plugged in and turned off all day, the red battery light still blinks and turns off immediately.